Event description:
This ICD was scheduled for explantation as a result of the angeion initiated "field action" for possible premature battery depletion concerning all angeion manufactured lyra model ICD's. The battery voltage on this device fell within the range where angeion recommended explantation. However, in 2003, ela medical, inc. Was notified that the pt passed away sometime in 2003 before this device could be explanted. The cause of death is unk at this time. Ela is in the process of gathering further info from the physician to verify if the pt's death is device related or not.